Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed a minute particle of cured silicone within the shell causing outer shell failure and deflation.

Event description:
Deflation resulting in explantation

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed a minute particle of cured silicone within the shell causing outer shell failure and deflation.update/correction to sections a2, b1, b2, b3, b4, b5, d6b, d7, d9, d10 g6, g7, h2, h3, h6, and h10.

Event description:
Alleged deflation.